Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced; the reason why was not provided. No patient symptoms or additional information was reported.